Event description:
It was reported the welded piece broke and came off. The piece was retrieved with no further problems.

Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The mfg evaluation revealed the wing nut is broken off, and it was not returned. The investigation has shown that the arm of the present instrument is broken at he welding seam. Based on the findings it is concluded that, the cause of failure is not due to any mfg non-conformance. It can be assumed that high applied mechanical forces caused the breakage of the welding seam.